Event description:
The lay user/pt conatacted lifescan )lfs) alleging the one touch ultra meter was giving an error 2 message. The pt obtained an error 2 error message on the reported meter. At that time, the pt was experiencing symptoms of dizziness and drowsiness. Three hours later the pt visited her physician, who tested her blood glucose to be 287 mg/dl. The pt was treated with insulin. It would have been helpful to determine why the pt contacted the physician, what type of dose of insulin was given, what meals or medications had been taken prior to the event, and the pt's previous meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call the pt was incorrectly using a used test strip, which caused the error message. The error message was resolved with training. Although the error message occurred because the pt attempted to test her blood glucose level with a used test strip, the pt was experiencing hyperglycemic symptoms, was unable to obtain a blood glucose result, and received insulin treatment for a healthcare professional. Therefore this complaint is being reported as an adverse event.